Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient no longer has access to sound with the device. A decrease of hearing performance with the device started in (B)(6) 2015. Re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigations revealed a failure of the stimulator electronics which caused the device malfunction. Additionally, the elevated impedances of apical channels observed whilst implanted were most likely caused by undetermined medical reasons since respective voltage profiles, on received measurements, are not indicative of wire breakages. Device investigations did not reveal any active electrode damage which is expected to have been present whilst implanted. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
It was reported that the patient no longer has access to sound with the device. A decrease of hearing performance with the device started in spring 2015. In situ measurement results are indicative of a device malfunction. Re-implantation is considered. As per additional in situ measurements received, high impedances on channels 1 to 3 were observed. The patient was re-implanted on (B)(6) 2015.